Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003, getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). The investigation regarding the reported complaint has been finalized. The unit was investigated by our field service engineer at the hospital. The reported issue during pre-use check was only duplicated ones. The device pull magnet/saftey valve was replaced as precaution and returned for investigation. The investigation of the returned device logs can confirm the reported issue during pre-use check. Our investigation of the returned pull magnet/saftey valve did not show any errors, the part is working according specifications. The cause to the pre-use check test failure issue cannot be established by the investigation of the returned part.